Event description:
It was reported that during the procedure in the moderately calcified and tortuous peroneal artery, a 3.5 x 20 mm rc nc trek dilatation catheter was advanced to the target lesion. The balloon was inflated to 12 atmospheres (atm) for 180 seconds during the first inflation. During the second inflation, the balloon was inflated to 6 atm for 30 seconds and a rupture occurred. An attempt was made to remove the device; however, resistance was felt and the device became stuck. The device was firmly pulled upon and the shaft of the device separated, with a segment remaining in the patient anatomy. The separated segment was able to be retrieved using a snare device. There were no adverse patient sequelae and no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported rupture was not confirmed; however, a tear in the inflation lumen was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use states: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Based on the information reviewed, there is no indication of a product deficiency.